Event description:
This customer reported that they could not switch from a competitor defib to our device for pacing. They were unable to get capture. There was no negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported that they could not switch from a competitor defib to our device for pacing. They were unable to get capture. There was no negative pt impact. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.